Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported during the initial impedance check impedances were high on all electrodes except for case and 0. The surgeon loosened the screw, removed and cleaned the lead, and reinserted. The screw would not tighten despite multiple attempts. A replacement battery was brought in and used with the case and the issue was resolved. The patient was reported to be alive with not injury. No patient symptoms reported. It was noted surgical intervention had occurred and the implantable neurostimulator (ins) was explanted.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the set screw was backed out too far. Reviewed and corrected section from previous manufacturer report #3004209178-2016-17221.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.